Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus) resulting in the cuff no longer capitating. A surgical procedure was performed in which all the components were removed and replaced. There were no specific device malfunctions associated with the explanted device. The physician did not feel the explanted cuff was the incorrect size or in the incorrect position when it was implanted. There were no patient complications related to the device.